Event description:
Meter name: ot basic enhanced. Strip name: lifescan. Meter code: unknown strip code: unknown. Strip storage: unknown. Symptoms: feeling sweaty and shakey. A pt reported they were unabel to get reading on meter. Their meter allegedly would only prompt message retest. There was no time difference because there was no comparison. Treatment- was not treated. No further info has been reported.